Event description:
It was reported that a tip detachment occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the 80% stenosed,moderately calcified, significantly tortuous circumflex artery. A non-bsc guide catheter was advanced, then this 185cm comet pressure guidewire was selected however, there was difficulty advancing the wire. On the third or fourth attempt the wire tip suddenly stop moving. When they pulled the wire back 30mm of the radiopaque tip detached and was left inside the body. They were unable to retrieve the tip of the wire and they had to lay a stent over it to pin it against the wall of the artery. No further patient complications were reported and the patients status is okay.

Event description:
It was reported that a tip detachment occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the 80% stenosed,moderately calcified, significantly tortuous circumflex artery. A non-bsc guide catheter was advanced, then this 185cm comet pressure guidewire was selected however, there was difficulty advancing the wire. On the third or fourth attempt the wire tip suddenly stop moving. When they pulled the wire back 30mm of the radiopaque tip detached and was left inside the body. They were unable to retrieve the tip of the wire and they had to lay a stent over it to pin it against the wall of the artery. No further patient complications were reported and the patients status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a ffr comet wire separated. The distal portion of the device was not returned. The proximal end of the shaft measured 181.5cm. The wire showed multiple kinks and bends throughout the shaft length. The designed length of the comet wire is 185cm. The returned portion of the device measured 181.5 which means that 3.5cm was not returned. A scanning electron microscopy (sem) analysis was performed revealing that the unit fractured in the slotted tube region at approximately 3 cm from the distal end. Distal fracture face was not returned. The fracture occurred at the beam locations due to reverse bending fatigue, with final rupture likely ductile overload. No other damage or irregularities were noticed. The sensor port was clear of any material.